Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was part of a system revision due to infection. No additional adverse patient effects were reported. This crt-p device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The product was returned but there was no analysis performed. This supplemental report is being filed to correct the b5: describe event or problem.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was part of a system revision due to infection. No additional adverse patient effects were reported. This crt-p device was explanted. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. No additional adverse patient effects were reported. This crt-d was explanted.